Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the date was inaccurate in their meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the pump's black box showed a manual time change from (B)(6) 2013 4:18am to (B)(6) 2013 4:20pm. No other activity related to the complaint was observed in the pump's histories. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.